Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate and did not confirm the customer reported complaint "the instrument moved in reverse. Several attempts were made to plug and unplug the device, as were other robot arms. Nothing solved the problem". The instrument was installed on an in-house system and driven. The movement of the instrument was in the right direction and not reverse. The instrument was found to have a loose grip cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft or any other component that would have caused the loose cable. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the vessel sealer extend instrument moved in reverse. Several attempts were made to plug and unplug the device, as well as trying other robot arms. However, none of these actions resolved the problem. The procedure was completed with no reported injury. The issue caused a delay of less than 15 minutes. Intuitive followed up and obtained additional information. There was no damage out of the ordinary found during inspection. Instrument did not involve delayed sealing. It did not involve insufficient sealing. The instrument moved in the mirror image. Sealing was not a problem. Mirror-inverted movement was the issue. There was no unexpected bleeding.